Event description:
Brush-head fell apart [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that twice while using an oral-b rechargeable toothbrush, version unknown the oral-b precision clean brush-heads fell apart. No symptoms developed.

Manufacturer narrative:
The product was returned. The product was identified as an oral-b precision clean brush-head. The use of abrasive toothpaste was identified as the main reason for the breakage of the brush head.